Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.0/+1.5/062 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 was exchanged with a longer lens due to lens rotation. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a lens vial with clear surgical debris on the lens. Visual inspection found the haptic torn and foreign debris on the lens. Claim# (B)(4).